Event description:
Pt with gj tube; uses enteralite infinity enteral pump delivery set. In 2007, the tip of the red barbed adapter of the delivery set broke off in the pt's gj tube. The pt was hospitalized overnight for replacement of the gj tube (a button-type was placed). About 10 months later, the tip of the adapter broke off again. This time the pt was able to change the extension from the button and continue the feedings.

Manufacturer narrative:
This product was not returned for evaluation; therefore, no results or conclusions could be drawn.